Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system, including a surgical lead. It was reported that the patient complains of unilateral pain that starts at her back and moves to the groin area. She stated that the pain lasts approximately 48 hours. Two revisions allegedly have been performed to reposition the patient's lead. Diagnostic test showed invalid impedance measurements on several lead contacts. It was reported that the patient received a programmable pain pump with an intrathecal catheter that is located at the same level as the lead. No further information is available at this time.